Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported in an email received by the rep from a surgeon: "we had a patient with a sbi pip come in to see us with a failed implant. He had the implant placed in 2012 by me. The proximal component stem eroded through the cortex. It was revised successfully with cement."